Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that occlusion is a known adverse event associated with coronary stenting as noted in the xience v instructions for use and the risk assessment. This known pt effect is not necessarily an indication of a product quality deficiency. There does not appear to be any indication of a stent delivery system quality problem as there was no reported product malfunction during the index procedure. A conclusive cause for the reported pt effect and relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent occlusion requiring medical intervention. Device issue. No device malfunction has been reported. It was reported that in 2009, the pt received two 2.75 x 28 rx xience stents in the mid rca, and a 2.5 x 28 rx xience in the distal rca. The pt returned two months later, for ptca of the lad; however, it was noted that the stent placed in the distal rca was occluded. Treatment was performed by ballooning, with success. It was noted that the pt was still taking plavix. There is no additional event or pt information available.